Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2019-02410.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. The patient allegedly experienced wear from the surfaces of the acetabular cup, femoral head and taper sleeve. The patient further experienced pain, excessive amounts of cobalt and chromium corrosion, toxic levels of cobalt and chromium, and also tissue and bone destruction. Therefore, the patient underwent a revision procedure approximately seven months post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.